Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2024, during a complete tubing removal of the peg and j tube due to the patient transitioning to vyalev therapy, a small ulcer was noted in the duodenum and the patient received an unspecified medication. The location and cause of the small ulcer was not reported and it was unknown if the duodenal ulcer was within the vicinity of the j tube. Additional information was received on 06 aug 2024 in which it was reported that the ulcer was on the left side of the abdomen and within the vicinity of the j tube where it was removed. It was not clarified if this was a duodenal ulcer or external stoma site ulcer.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A gastrointestinal ulcer is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.